Manufacturer narrative:
There were no samples or images available and no lot number was provided. Without the sample to review, a definite root cause and corrective action cannot be established. If the sample or images are provided at a future date, a follow-up report will be submitted. First PICC catheters are 100% in-process inspected at various times during manufacture. Catheters are also leak, flow, and burst tested to ensure their integrity. Additionally, the instructions for use indicate several ways users can prevent catheter damage.

Event description:
PICC line broke in (B)(6) 2017. PICC broke below the inverted triangle. PICC was indwelling in patient when the PICC broke. Injection cap was placed on hub of PICC. No stat lock utilized. No patient harm. PICC was placed in patient at an outside facility and patient was transferred to (B)(6). Lot# not available.